Event description:
Reportedly, on (B)(6) 2018, the patient received a shock from the ICD, while he was hospitalized and bedridden in a healthcare facility for elderly people because of a cerebral infraction. On (B)(6) 2018, the patient was transferred to the hospital to undergo wider medical examinations, including an ICD follow-up. The follow-up revealed that, on (B)(6) 2018, the ICD classified an atrial fibrillation episode as a ventricular tachycardia episode. Atp therapies were delivered and triggered a ventricular fibrillation. A 42j shock was delivered by the ICD, which stopped the ventricular fibrillation. The ICD parameters were then reprogrammed by the physician.

Event description:
Reportedly, on (B)(6) 2018, the patient received a shock from the ICD, while he was hospitalized and bedridden in a healthcare facility for elderly people because of a cerebral infraction. On (B)(6) 2018, the patient was transferred to the hospital to undergo wider medical examinations, including an ICD follow-up. The follow-up revealed that, on 6 march 2018, the ICD classified an atrial fibrillation episode as a ventricular tachycardia episode. Atp therapies were delivered and triggered a ventricular fibrillation. A 42j shock was delivered by the ICD, which stopped the ventricular fibrillation. The ICD parameters were then reprogrammed by the physician.

Manufacturer narrative:
(B)(4).